Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The ios hub was replaced with no resolve. Axiem system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected power supply, I/o hub, assembly cable and power cable were returned for analysis. All were found to have no problems and were fully functional. The integrated axiem system was returned to the manufacturer for analysis. The axiem system was found to have an electrical failure with fault showing on the coils. The fault lite was on and error messages were visible. The system was replaced.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system abruptly gave a red status on the emitter details when attempting to register a patient. It was noted that the system had previously reported part replacements in (B)(6) of 2018. It was verified that the cables were seated properly. The site noted that the interface was not pulled up at the time of the error and the box number was not checked either. After two reboots of the system, it began functioning as intended. Additional information from a manufacturing representative (rep) reported they tried to swap out the "multi-out" with no resolve. On 2018-apr-18 the rep reported that while on site the system had again been having communication issues. They unplugged the emitter and communication was restored. A second emitter was plugged into the system and communication was lost again. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.